Manufacturer narrative:
An evaluation of the manufacturing record could not be completed. The part number / lot number combination needed for device identification remains unknown. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event / incident could not be completed. No medical records nor medical imaging relevant to the adverse event / incident was received by endologix. Due to the absence of medical records and reported medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event / incident could not be evaluated. The final patient status was reported as being stable. No additional investigation of this reported adverse event / incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6 evaluation result codes ; remove 3233. H6 evaluation conclusion codes ; remove 4315.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with the ovation abdominal aortic aneurysm stent to treat an abdominal aortic aneurysm (aaa) sometime in 2010. Approximately ten (10) years post initial procedure, an iliac aneurysm sac growth (unknown diameter) and endoleak (at an indeterminate origin) were identified at routine follow-up. The patient is reportedly in stable condition and will continue to be monitored.